Manufacturer narrative:
Request for additional information, resulted in no details given. No device information received. Complaint cannot be confirmed.

Event description:
Distributor reported that a healthcare personnel requested a revision set, as a patient may have broken pedicle screw. The potential revision surgery was postponed or cancelled. No further details available.